Event description:
It was reported to philips that the customer was unable to perform exposures due to the image disk being full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary treatment procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by clearing the images. A philips remote service engineer (rse) remotely inspected and confirmed that system exposure was not possible. After troubleshooting rse found that the cause of the issue was possible hard drive issue. Fse visited onsite and cleared image storage area on hard drive. After cleared image storage, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.